Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue; no details of the event were provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1: submitted: 09/16/2015: animas received additional information regarding this complaint after the initial report had been submitted and before product analysis had been completed. The additional information indicates the pump ¿alarmed no injection/no delivery.¿ based on this additional information, the appropriate category and subcategory for this complaint would have been call service alarm/call service alarm issue at the time of initial report. The pump was returned to the manufacturer and investigated by product analysis on 09/16/2015 with the following findings: review of the black box data revealed record of loss of prime warning with a low non-zero force. Battery cap and cartridge cap was not returned with the pump for investigation; test caps were used to complete the investigation. On investigation the pump powered on and was exercised for 24 hours without loss of prime warning, errors, or alarms occurring. A delivery accuracy test was performed and revealed the pump was delivering accurately and within the required range. The force sensor was evaluated and was determined to be detecting the correct force. The pump cover was removed for further investigation. The force sensor pins and connections were evaluated and found to be intact and without damage, defect or contamination. The force sensor traces were also found to be intact and without damage. There was no evidence of internal moisture contamination. Investigation did not duplicate a pump malfunction on investigation and the pump was found to be operating within the required specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked near the cover.